Event description:
It was reported that the patient presented for a routine follow up and stated could not feel the vibratory notifier. Tests were done on the ICD and neither the rn nor the patient could feel the vibrating. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.